Manufacturer narrative:
The calibration and qc were in specifications before the event. The instrument was having cc side pressure errors at the time of the event and customer adjusted the 10 psi regulator. A field service engineer (fse) was dispatched and replaced the phosm lamp.

Event description:
A customer contacted beckman coulter inc., (bci) regarding low phosphorous (phosm) results generated by the synchron lx20 pro clinical system for two patients. Patient 1 had results suppressed so it was not reported out of the lab. Patient 2 had a result reported critical low which was repeated on the same instrument and was reported out of the lab. Samples of both patients were rerun on another instrument and normal results were generated for both patients. Customer then contacted nursing station to amend patient 2 result. The patient was not treated based on the original phosm result.